Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate results, "40 mg/dl higher" on the subject meter than on another meter (ot vita). The subject meter's result of "185 mg/dl" was provided, but no other results were supplied by the reporter. This complaint is being reported because the results may not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.